Event description:
It was reported that the 9600 system had no image on the left monitor during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The site tech reconnected the aspect box during the service call. The system was found to be working as intended and put back into service.